Event description:
It was reported that cartridge alarm 20 occurred repeatedly and prevented insulin delivery even after new cartridges were loaded. There was no adverse impact to the customer's blood glucose level. Customer attempted to reload cartridge using proper technique but alarm recurred, so technical support arranged pump replacement under warranty, confirmed shipping details, and instructed customer to place pump in storage mode, return pump with prepaid label, re-enter pump settings in replacement device, connect continuous glucose monitor, and use multiple daily injections as backup insulin therapy.